Manufacturer narrative:
The following devices were returned to the manufacturer on 11/10/2015. It is currently unknown which of these batteries were involved in the event. These devices will be analyzed and reported as required: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-03211 and 3007042319-2015-03212) submitted for devices related to the same event.

Event description:
It was reported from the site that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25% with some alarms such as "critical battery"" batteries were replaced from hospital stock. It was stated that there were no download of log files, because the battery exchange was done by mail. No physical damage was noted on the batteries. It was also said that the problem was resolved and that there were no effect on patient and that the patient was doing fine the whole time. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Battery- (B)(4). Battery- (B)(4). Battery- (B)(4). (B)(4) were returned for evaluation. These batteries were removed from service, quarantined, and destroyed in accordance with the requirements of fsca apr2014.1 (FDA ref # (B)(4)) and are therefore not available for analysis. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed since log files from the reported event date were not available for analysis. The batteries were part of fsca apr2014.1 for affected batteries that had exhibited a higher susceptibility for abnormal battery/power source "switching." Based on an internal investigation, it was determined that these batteries have the potential to malfunction due to faulty lishen cells within the hvad battery pack. Log files were not available for analysis; however, the most likely root cause of the reported power switching event may be batteries with the potential to malfunction due to faulty internal cells. This is one of two reports (3007042319-2015-03211 and 3007042319-2015-03212) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.